Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a quantum maverick balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was a complete separation at 7.7cm distal of the strain relief. The balloon was tightly folded. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that shaft break occurred. The 80% stenosed, 3.5mm x 15mm target lesion was located in the severely tortuous and moderately calcified left anterior descending artery. A 3.5mm x 15mm quantum maverick balloon catheter was advanced for dilatation. However, the device was kinked and fractured at about 5cm from the distal end of the balloon. The device was completely removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient status was stable.

Event description:
It was reported that shaft break occurred. The 80% stenosed, 3.5mm x 15mm target lesion was located in the severely tortuous and moderately calcified left anterior descending artery. A 3.5mm x 15mm quantum maverick balloon catheter was advanced for dilatation. However, the device was kinked and fractured at about 5cm from the distal end of the balloon. The device was completely removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient status was stable.